Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Consequently, visual inspection, functional testing, and dimensional analysis could not be performed. According to the event details, the specific occurrence or implant date is unknown; however, the article provided the following date range on page 2: "(from (B)(6) 2012 until (B)(6) 2022)." The first approved date for the 20mm sapien 3 valve, with the commander delivery system, in the pulmonic position was (B)(6) 2021, which is the date being used for the revisions of the IFU and training materials. Based on this review, no deficiencies in the IFU training were identified. A review of edwards lifesciences' risk management documentation was conducted for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, and additional assessment of the failure mode is not required at this time. The reported event of increased gradients could not be confirmed due to the unavailability of medical records or imagery. As no valve serial number was provided, a DHR review could not be performed. A review of the IFU and training materials revealed no deficiencies. As reported, "in the follow-up period (median follow-up of 3.5 years), one patient with a 20mm sapien 3 valve implanted at the age of 10 required valve redilation due to severe gradient caused by somatic growth." During the manufacturing process, all sapien 3 valves undergo 100% visual inspection for defects and 100% functional testing for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implantation. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be monitored with serial echocardiography. If significant and resulting in symptoms, intervention may be required. In this case, it was reported that valve redilation was necessary due to somatic growth. Available information suggests that patient factors (somatic growth) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. Alvarez-fuente, m., et al. "Balloon-expandable pulmonary valves for patched or native right ventricular outflow tracts." Pediatric cardiology 44.6 (2023): 1285-1292.

Event description:
As reported description: through a review of the medical article "balloon-expandable pulmonary valves for patched or native right ventricular outflow tracts". The following event was identified as pertaining to an edwards device: in the follow-up period (median follow-up of 3.5 years), one patient with a 20mm sapien 3 valve implanted at the age of 10 required valve re-dilation due to severe gradient due to somatic growth. The initial date of implant is unknown.